Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was having ongoing difficulty inflating the inflatable penile prosthesis. The pump worked for a few squeezes, but then stopped working before full inflation of the device was achieved. Repeated efforts delivered the same result every time; full inflation is never achieved. The patient has also experienced some ongoing discomfort and testicular pain when operating the device. The cylinders and pump were explanted and replaced. No further patient complications were reported.

Event description:
It was reported that the patient was having ongoing difficulty inflating the inflatable penile prosthesis. The pump seems to work for a few squeezes, but then stops working before full inflation of the device is achieved. Repeated efforts deliver the same result every time, and full inflation is never achieved. The patient has also experienced some ongoing discomfort and testicular pain with operating the device. The patient had the ipp cylinders and pump replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, leak tested, and pressure tested. The pump was visually inspected, leak tested, and functionally tested. The pump and both cylinders passed visual inspection. The pump and both cylinders passed the leakage test. The pump passed functional testing. Product analysis was unable to identify device malfunction with the returned device. Based on the information available and analysis results, analysis was unable to confirm the reported clinical observations. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was having ongoing difficulty inflating the inflatable penile prosthesis. The pump seems to work for a few squeezes, but then stops working before full inflation of the device is achieved. Repeated efforts deliver the same result every time, and full inflation is never achieved. The patient has also experienced some ongoing discomfort and testicular pain with operating the device. The patient is expected to have a revision surgery at a later date. No further patient complications were reported.